Event description:
It was reported that the bd nano¿ 2nd gen pen needles stops before she has completed dispensing insulin. The following information was provided by the initial reporter: stated, the flow will stop before she has completed dispensing insulin so she takes a second needle to complete the shot.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles stops before she has completed dispensing insulin. The following information was provided by the initial reporter: stated, the flow will stop before she has completed dispensing insulin so she takes a second needle to complete the shot.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.